Manufacturer narrative:
The calibration performed on 31-aug-2023 was successful. The customer only ran one level of control around the day of the event. The control recovery was within range. Since calibration and controls are within range, a reagent or instrument issue can be excluded. The investigation could not identify a product problem. The cause of the event could not be determined. A sample from the patient was requested for investigation, but could not be provided. The issue is consistent with an interfering factor in the patient's sample that interferes with a component of the assay.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with vanc3 (vancomycin) on a cobas 4000 c311 stand alone system. The sample resulted in a vancomycin value of 8.4 ug/ml when tested on the c311 system. The doctor questioned the value since the patient had been receiving increasing doses of vancomycin, but the results were always low. Another tube collected at the same time was sent to another facility where it was tested for vancomycin using an unknown method on (B)(6) 2023. The vancomycin result for this tube was > 50.0 ug/ml.

Manufacturer narrative:
The serial number of the c311 analyzer is (B)(6). The investigation is ongoing.